Event description:
It was reported that during generator change-out unrelated to the lead, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. The lead was capped and successfully replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.